Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
Patient had a temporary pacemaker status post valve replacement. Patient was pacemaker dependent on post operative day 1. Cardiac monitor showed asystole and compressions began. Battery in temporary pacemaker was changed and pacing resumed. New battery had been inserted when the temporary generator was attached immediately post-operatively. No further patient complications were reported as a result of this event.